Manufacturer narrative:
Investigation included user troubleshooting and counseling on performing a supply change, monitoring, and carrying replacement supplies. Investigation of this case revealed that the occlusion and empty reservoir interrupted insulin delivery, which likely contributed to the hyperglycemia, and symptoms improved after supply replacement. It was concluded that the event was related to an infusion set or reservoir issue causing delivery interruption, which resolved following supply replacement and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with blood glucose readings as high as 440 mg/dl in the setting of insulin pump occlusion and an out-of-insulin condition, which were resolved only after a full supply change and resumption of delivery without further occlusion. Symptoms included polyuria, thirst, and nausea. Outcomes included the need for fingerstick confirmation, ketone testing advice, and user education to avoid announcing meals solely due to high glucose, with subsequent restoration of glucose to 135 mg/dl after the supply change.